Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported patients with rainbow glare following lasik flap creation followed by topography guided laser ablation. Flap settings were discussed and updated. Additional information has been requested.

Manufacturer narrative:
The rainbow glare effect is a general side effect that is mentioned in product manuals. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4).

Event description:
Upon additional follow up the reporter confirmed that all patients are doing well post operatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.